Event description:
It was reported that during an unknown procedure, it was found that the sterile package of the product was broken when the surgeon opened it. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed and duplicated.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
During service at baxter, a technician reported finding a colleague infusion pump with failure code 810:11 due to an out of calibration ail pcb (air in line printed circuit board) and was recalibrated. This event occurred during product evaluation. There was no patient injury, adverse event or medical intervention associated with this report. The user interface module master software version for this device is (B)(4), categorized as remediated. No additional information is available.